Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was further described as the attendant was performing pd therapy without proper training from a baxter clinical coordinator. The patient was hospitalized on the same day as onset. On an unknown date, the patient began treatment with injection cefazoline (1 gram, intraperitoneally, frequency not reported) and injection ceftazidime (1 gram, frequency and route not reported). At the time of this report, it was unknown if treatment was discontinued or ongoing. One day after hospitalization, the patient was discharged and the patient outcome was unknown. It was not reported if the patient was retrained on proper aseptic technique. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.